Event description:
It was reported that the threads on the stem inserter were slightly off, and it did not spin in smoothly into the stem. There are no known impacts to the patient. It was reported that no further information was available.

Manufacturer narrative:
(B)(4). One universal inserter/extractor was returned and evaluated. Upon visual inspection the black handle was cracked and there were impact marks to the shaft. There was damage to the threads and the area below the threads. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.